Event description:
Roche received a report from the biotechnology division at the india national center for disease control (ncdc) that there was a false negative result generated on a cobas 6800. A patient was admitted to the hospital presenting with clinical symptoms of covid-19 pneumonia. A single sample was collected from the patient and subsequently tested on (B)(6) 2021 on an unknown rt-pcr platform which generated a negative sars-cov-2 result. The patient expired in due course. The date of death is not known and no further patient information is available. After, the original patient's sample was sent to ncdc for retrospective testing for identification of other respiratory pathogens on (B)(6) 2021. The sample was retested on (B)(6) 2021 with the illumina nextseq 550 which generated a positive sars-cov-2 result. For result verification purposes, the same sample was repeated on (B)(6) 2021 with the cobas 6800 which yielded a negative result. The fourth and final test was performed the same day with the niv oraf assay which generated a positive result. The niv assay is a homebrew assay which was designed, validated and approved by india's reference virology institute. According to the customer, only one nasopharyngeal sample was collected from the patient using a vtm swab. The sample was equilibrated to room temperature prior to transfer into a cobas omni secondary tube with no inactivation step. Between testing, the sample was stored at 2-8c. At the time of testing with the cobas 6800 system, the sample had been stored for 3 weeks which is not considered a recommended practice. According to the method sheet: after collection, the specimen should be stored at 2-25°c and processed within 48 hours. If delivery and processing exceed 48 hours, specimens should be transported in dry ice and once in laboratory frozen at -70°c or colder. An investigation was performed to evaluate the customer issue which did not identify any product problem. The ncdc confirmed the genome sequencing initially performed is a 100% match to a 1,000 base pair region covering the roche primer and probe sequences. Therefore, the discrepancy is most likely due to degradation of the patient sample caused by prolonged storage which affected sample stability.

Manufacturer narrative:
A customer alleged discrepant results for a single patient while using the cobas 6800 test. A patient was admitted to the hospital with clinical symptoms of covid-19 pneumonia and received a negative sars-cov-2 result using an unknown pcr platform. The patient later expired and the original sample was sent for additional retrospective testing. Sequencing on a competitor assay generated a positive result. Retesting with the cobas 6800 generated a negative result. An investigation was performed which did not identify a problem issue. The discrepancy is likely the result of sample degradation due to prolonged storage. (B)(4).